Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/30/2021. H3 investigational summary: visual analysis of the returned product revealed that an empty foil, an empty labeled winding a needle-suture, and a suture piece of product code z503g was received to ethicon inc for evaluation. Upon visual inspection of the returned sample, the suture pieces were observed with body fluids and marks on the surface, and was cut appears to be by use of the surgical instrument. The product code z503g contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device qgmbra/ z503g50 batch number, and no non-conformance were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a subcutaneous tumor resection surgery on (B)(6) 2021 and the suture was used. The suture was broken easily during interrupted suturing on the dermis after applying the first stitch. There were no adverse consequences to the patient.